Event description:
It was reported to boston scientific corporation that a jagtome was used during a procedure for bile duct drainage performed on (B)(6) 2013. According to the complainant, after cannulation and endoscopic papillotomy were performed with the device, the guidewire was pulled unintentionally. The device was removed from the endoscope, and it was noted that the core wire was sticking out through a hole/tear in the coating approximately 1cm from the distal end of the guidewire. It did not appear that any of the coating had detached. It was noted by the physician that some resistance was met during cannulation, and this difficulty in cannulation may have put strain on the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagtome was used during a procedure for bile duct drainage performed on (B)(6) 2013. According to the complainant, after cannulation and endoscopic papillotomy were performed with the device, the guidewire was pulled unintentionally. The device was removed from the endoscope, and it was noted that the core wire was sticking out through a hole/tear in the coating approximately 1cm from the distal end of the guidewire. It did not appear that any of the coating had detached. It was noted by the physician that some resistance was met during cannulation, and this difficulty in cannulation may have put strain on the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length and distal tip of the tome were twisted. The jagwire was examined, and the pebax section was found to be damaged, exposing the corewire tip approximately 0.8 cm. There was no evidence of corewire fracture. The ptfe jacket did not present any anomaly. The outer diameters of the distal end, medial section, and proximal section of the jagwire were measured and all were found to be within specifications. Review and analysis of all available information indicated the most probable root cause for this event was operational context since procedural or anatomical factors could have affected the device integrity and its performance. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. Reported event: hole/tear in distal tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.